Manufacturer narrative:
The exposed portion of the soft cannula was observed to be shorter than expected; as if cut. The adhesive pad was not returned with the device. No insulin was delivered with the device, so green fluid was used to test the fluid path. While testing the fluid path, it appeared that all the green fluid was leaking through the top of the o-ring, and not going through the fluid path. Due to the fact that no fluid was flowing through the fluid path, a soldering iron was used to clear any potential occlusions. While doing so, an occlusion of blood was found in the formed needle; this occlusion also prevent fluid from flowing through the fluid path. It is unclear as to weather this effected the device during use due to the fact that the data shows no occlusion alarms. After inspection of the drive mechanism the o-ring appeared to be slightly bent down on the left side causing the reservoir to not be properly sealed. The download data shows no timeouts, drive stalls, or alarms. No other damages or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 350 mg/dl. The pod was worn on the patient's arm for between 1 and 4 hours. As treatment, a new pod was applied.